Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for a scheduled device check, inappropriate antitachycardia pacing therapy and inappropriate hv shocks for non-ventricular rhythm were observed. Patient was asymptomatic during shocks. Programming changes were made. Patient will be monitored through follow-up.